Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07934. It was reported that the patient experienced stimulation at the ipg pocket. X-rays were taken and confirmed that the leads had migrated to the ipg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07934.

Event description:
Related manufacturer reference number: 1627487-2019-07934. Additional information received stated that the patient's leads were explanted and replaced on (B)(6) 2019. Post-operatively, stimulation therapy was restored.